Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and a battery compartment crack. This report is made based on results of the investigation performed on 02/18/2015.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 02/18/2015 with the following findings:investigation revealed the display screen was dim and discolored. A battery compartment crack was observed. Unrelated to the display issue, the keypad was found to be torn. Evaluation revealed all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts. (B)(6)